Event description:
It was reported that the downstream occlusion sensor seal was bubbled. The issue was discovered during testing. There was no patient involvement. Device analysis revealed the downstream occlusion sensor was not functioning correctly.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No error codes were found in the event history log. Functional testing revealed the downstream occlusion (dso) sensor was not functioning correctly. The dso sensor was replaced.